Event description:
It was reported that this pacemaker was found to be in safety mode during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.

Event description:
It was reported that this pacemaker was found to be in safety mode during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.